Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Bard medical division field assurance received notification on 9/10/2015 via FDA medwatch report that a patient death had occurred. A hospital representative at (B)(6) medical center in (B)(6) reported that a bardex foley catheter was allegedly inserted to a (B)(6) male patient and initially drained 25ml of urine, but then stopped draining. A bladder scan was performed and allegedly showed the patient had 600ml of urine in his bladder. The nurse attempted to deflate the balloon, but was unsuccessful. A urologist was consulted who allegedly instilled 3ml of mineral oil into the balloon. After several minutes had elapsed, the balloon ruptured and the catheter came out. The urologist planned to perform a cystoscopy after the patient was stabilized to determine if any pieces of the balloon remained in the patient, but the patient expired before the procedure could be performed. Bard medical division field assurance reached out to the facility on 09/11/2015 to gather additional information. According to the facility, the catheter was placed on (B)(6) 2015 due to urinary obstruction (previous prostatectomy) and was deflated/removed same day. An unknown amount of saline was used to inflate the tube and it is unknown what type of lubricant was used on the catheter. There was not any irrigation being performed. The catheter was not being used for hemostasis or bladder drainage and there was no traction applied or sutures used to anchor the catheter. Another catheter was placed and no additional intervention was performed. It is unknown if there were any missing pieces from the balloon. The urologist had planned on doing a cystoscopy after the patient stabilized from his underlying cardiac condition; however, the patient expired on (B)(6) 2015 prior to the procedure being performed due to sepsis.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error via a 3500a form as this event is covered under bard medical's summary reportable events.information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.